Event description:
It was reported in a research article that the purpose of the study was to examine a novel comprehensive ablation strategy (marshall bundle elimination, pulmonary vein isolation, and line completion for anatomical ablation of persistent atrial fibrillation [marshall-plan]) strictly based on anatomical considerations. The primary endpoint was 12-month freedom from atrial fibrillation (af)/atrial tachycardia (at). Seventy-five consecutive patients were included. Vom ethanol infusion was completed in 69 patients (92%). The procedure included a whisper guide wire and a mini trek balloon dilatation catheter. Thirteen percent of patients undergoing vomethanol infusion had evidence of venous dissection during infusion. Most dissections were related to suboptimal technique in terms of manipulation of the left internal mammary artery catheter, guidewire, or angioplasty balloon. There were no further sequelae (including pericardial effusion) directly related to vom dissection. The full marshall-plan lesion set (vom, pvi, mitral, roof, and cti with block) was successfully completed in 68 patients (91%). At 12 months, 54 of 75 patients (72%) were free from af/at after a single procedure (no antiarrhythmic drugs) in the overall cohort. It was found that a novel ablation strategy that systematically targets anatomical atrial structures is feasible, safe, and associated with a high rate of freedom from arrhythmia recurrence at 12 months in patients with persistent af. Additional information can be found in the article "marshall bundle elimination, pulmonary vein isolation, and line completion for anatomical ablation of persistent atrial fibrillation (marshall-plan): prospective, single-center study".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. The reported patient effect of vascular dissection is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, instruction for use as a known patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date d4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number. Literature attachment: article title: "marshall bundle elimination, pulmonary vein isolation, and line completion for anatomical ablation of persistent atrial fibrillation (marshall-plan): prospective, single-center study".